Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. During knot advancement of a proglide device using after the pre-close technique, the knot could not be advanced. The knot not being able to be advanced is indicative of a suture snag. Suture snags can be influenced by, but not limited to manufacturing, user technique, and/or anatomical conditions. Each device is inspected during final inspection that includes the inspection of the suture and the way it is loaded onto the device as specified in final inspection procedure. The procedures provide for an integral suture that would deploy as intended. The device lot is functionally tested for suture deployment as part of lot acceptance. The evaluation could not conclude that manufacturing, user technique, or anatomical conditions had influence on the reported experience; therefore, the cause of this event could not be determined by the reported information. A review of the finished product lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not provided. The investigation found no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a abdominal aortic aneurysm interventional procedure in the right common femoral artery. Reportedly, the suture was loose and the knot did not advance. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.